Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a decreased sensing threshold noted on the right atrial (ra) lead. It was suspected to have been caused by patient anatomy or a connection issue. The lead was explanted and replaced to resolve the event, and the patient was stable with no consequences.